Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
Hearing performance with the device is affected. The user experienced a decrease in hearing performance about 2 months ago. The user still has hearing perception but it is still decreasing despite a new fitting. The user has been re-implanted.

Event description:
Hearing performance with the device is affected. The user experienced a decrease in hearing performance about 2 months ago. The user still has hearing perception but it is still decreasing despite a new fitting. Re-implantation is considered by the clinic.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduld yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The user experienced a decrease in hearing performance about 2 months ago. The user still has hearing perception but it is still decreasing despite a new fitting.